Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: right mentor smooth round moderate profile 325cc saline breast implants, catalog number 3501650, lot number 263805, serial number (B)(4). (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a primary breast augmentation with mentor smooth round moderate profile 325cc saline breast implants which the right side deflated and the left had issue with capsular contracture after implantation. As a result patient underwent bilateral removal and replacement as follow: left catalog number 3501645, lot number 6879209, and serial number (B)(4), and the right was replaced with catalog number 3501645, lot number 6906218, and serial number (B)(4) on (B)(6) 2017. The grade for the capsular contracture is unknown. This report is for the left implant.